Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump by providing reset information, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue occurred again, which the caller understood and acknowledged.